Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The reported malfunction was duplicated and the main board was replaced to resolve the reported malfunction analysis of reports of this type has not identified an increase in trend.